Event description:
At the start of a supraventricular tachycardia procedure, after beginning patient preparation, there was a communication issue with the ensite x amplifier resulting in cancellation of the procedure. The status light of the ensite x amplifier was flashing green. Troubleshooting included replacing the fiber optic cable, reseating the small form pluggable module, and swapping the small form pluggable module between the display workstation and the ensite x amplifier, but the issue still persisted. It was then decided to stop the procedure.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The field reported event was not confirmed. The results of the investigation were inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.